Event description:
The patient's mother reported on (B)(6) that the patient has grand mal seizures all the time and that no physicians in the area are able to help them. This was determined to be an increase in seizures as the patient's pre-vns seizure rate was unknown. No patient could be identified by the reporter¿s full name. No further additional information has been received to date.